Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd) that went from 27 percent to 16 percent in a span of 4 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Moreover, there was sufficient capacity to deliver 6 shocks with charge times less than 15 seconds. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd) that went from 27 percent to 16 percent in a span of 4 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Moreover, there was sufficient capacity to deliver 6 shocks with charge times less than 15 seconds. This s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of premature battery depletion (pbd) that went from 27 percent to 16 percent in a span of 4 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Moreover, there was sufficient capacity to deliver 6 shocks with charge times less than 15 seconds. This s-ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced due to advisory or recall. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.